Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reports a head trauma around mid (B)(6) 2025. The user fell out of his stroller and hit the top of his head. The user's parent reported the audio processor was blinking red on (B)(6) 2025. At first it was intermittent. Now, it is only flashing red. Re-implantation is considered.

Event description:
The parent reports a head trauma around (B)(6) 2025. The user fell out of his stroller and hit the top of his head. The user's parent reported the audio processor was blinking red on (B)(6) 2025. At first it was intermittent. Now, it is only flashing red. The user has been reimplantated.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.